Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was partially fired to the 3cm cut line and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. The reload was loaded into a test handle and adapter and powered with a test battery for functional evaluation. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The jaws opened and unopened without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture replication of the partially-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The file will be closed as not confirmed for the reported condition of jaws will not open. During investigation, a secondary condition of partial firing was determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The customer closed the handle but it didn't open again. They removed the reload and placed another one, that solved the issue. Patient was not injured.